Manufacturer narrative:
According to the customer, during the cardiac arrest of a patient on 10/25/2023 the suction "stopped" functioning at the beginning of treatment but, then began functioning "weakly". The customer reported there was a presence of "basal pneumonia probably linked to inhalation", the "scanner" showed a "pulmonary embolism", and the patient had a "pejorative neurological prognosis". The customer reported "aspiration occurred after the cardiac arrest of the patient". The customer reported the patient died the next day on 10/26/2023 following a no resuscitation agreement with the family. It has been determined that the reported event caused or contributed to death/serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the customer, during the cardiac arrest of a patient on (B)(6) 2023 the suction "stopped" functioning at the beginning of treatment but, then began functioning "weakly".